Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Eighteen events were reported for this quarter. Eighteen devices were received for evaluation. Nine events were duplicated during testing. Five events were not duplicated during testing; however, the devices were found to be outside of specifications. Four events were not duplicated during testing; the devices were found to be within specifications. Nine devices were found to be affected by internal corrosion. Four devices were found to be affected by compromised lubrication. One device was found to be affected by a damaged component. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 18 malfunction events in which the device was reportedly overheating. Fourteen events had no patient involvement; no patient impact. Four events had patient involvement; no patient impact.